Manufacturer narrative:
The company rep examined the system and found the power cable connected to a separate power extension cord that was then plugged in to the wall. The extension cable had been taped to the system's power cord, and the video overlay cable was tightly tie-strapped to power cord causing an indent in the video overlay cable. The company rep replaced the power cable assembly. The system was then tested and met product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, the system shut down. A second system was used to complete surgery and there was no harm to the pt.